Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/860/075 with lot unknown number; the sample was received in used condition without its original packaging. Visual inspection: the returned sample was visually inspected and no discrepancies were found. Functional testing was performed on the cuff of the returned sample, it was inflated using a syringe and the product was submerged under water in order to detect any leakage. No discrepancies were found in the returned sample, the sample was kept inflated over 48 hours. The customer reported condition was not confirmed. No root cause has to be determined since the complaint was not confirmed since no issues were found with the return sample.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that air leaked from the cuff during the use of a smiths medical portex blue line ultra suction aid tracheostomy tube. Patient death was reported. However, it was stated that the trach tube air leakage and death were unrelated.